Manufacturer narrative:
The carelink icp monitor was not returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode in this complaint. The root cause investigation will be captured and communicated under that action.

Event description:
This report in linked to mfg report number: 3013886523-2022-00097. A facility reported, a carelink monitor displayed negative readings and error message "sensor or cable damage" within 1 hour after insertion. The sensor was replaced and connected to an icp express monitor.